Event description:
The technician alleged that the bed has a high ground reading. No pt impact.

Manufacturer narrative:
The technician found a loose ground wire on the power cord plug. The technician tightened the ground wire on the power cord plug to resolve the issue.